Event description:
It was reported that the programmer "powered off" all of a sudden without a reason. The programmer was returned for service. The return paperwork indicated that there was no patient involvement with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The programmer powered up and stayed powered up for three days with no issues. The ECG (electrocardiogram) connector is loose. Left keyboard hinge is broken.